Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 29 mg/dl. They had audio anomaly but it was resolved through troubleshooting. They treated the low blood glucose with food. The device will not be returned for analysis.